Event description:
(B)(6) old female complains of heart pain during 4 days. Customer alleges false positive results. Whole blood edta: tropo 0.43; ckmb <1; myo 340; d dimer <100. Other test confirmed with: tropo 0.46; ckmb <1; myo 368. Lab used serum that was taken at the same time as the triage sample and refrigerated, but tested serum on a vidas system the day after triage result. Vidas system gave a negative troponin I result of <0.01. Customer states that they use 0.05 as a cut-off for triage troponin I values.

Manufacturer narrative:
No false positive results were observed with the negative whole blood donors (all values were below the manufacturing cut-off of 0.10ng/ml) samples or with the negative control sample. As of (B)(4) 2012 there are 2 complaints against this device lot. No corrective action required at this time as no product deficiency was established.